Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 500cc mentor memorygel breast implant placed experienced right sided rupture post procedure. As a result, an explant was performed on (B)(6) 2022.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 19, 2022. The investigation of the returned device was completed by the failure analysis lab on may 5, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view measuring approximately 1.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).